Manufacturer narrative:
Other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported the hcp determined the ins pocket site was infected. The hcp did not share the details during regarding the clinical presentation. The complete system was explanted due to the infection. The patient was seen in the hcp office on (B)(6) 2017 and was placed on an oral antibiotic therapy. The patient returned to the hcp office on (B)(6) 2017 and it was determined by the hcp that the patient was not improving. The system was explanted on (B)(6) 2017 without incident. The device was disposed of by the facility. The hcp did not obtain cultures as the patient was on antibiotic therapy for more than 72 hours at the time of explant and the hcp did not think cultures would provide any information. A tyrx pouch was implanted at the time of surgery on (B)(6) 2017. The issue was reported as resolved. It was noted the patient's medical history included diabetes and chronic pain. No further complications were reported.